Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert noted during our testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had recurring low battery alerts when new batteries were inserted. Blood glucose level at the time of the incident was 186 mg/dl. The customer stated that she had previously completed troubleshooting and the issue persisted. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.